Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, charge -coupled device (ccd) failure was observed. Therefore, it was determined that video function did not work properly due to ccd failure, causing the indicated phenomenon [image disturbance] to occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device

Event description:
The customer reported to olympus that the camera head had bad image quality due to a malfunction of the imaging system. The event occurred during inspection for use of a therapeutic procedure. The procedure was completed using a similar set of equipment. There was no patient harm associated with the event. The device was returned and evaluated, and there was an image disturbance. This MDR (medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a malfunction of the imaging system. In addition to the image disturbance due to a charged coupled device (ccd) failure, the additional evaluation findings are as follows: cable buckling and scratches; and cable flooded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.